Event description:
It was reported that on (B)(6) 2008, during the procedure in the proximal ramus artery, a 2.5 x 18 mm xience v stent system was advanced into the patient anatomy and the stent was deployed. On (B)(6) 2011, the patient presented with a myocardial infarction (mi). Cardiac enzymes were elevated. Echocardiogram revealed a non q-wave mi. Angiography revealed in-stent restenosis of the ramus stent. Cutting balloon angioplasty was performed and the patient was discharged on (B)(6) 2011. The patient returned to the hospital on (B)(6) 2011 with sudden onset of chest pain. Angiography revealed a recurrence of in-stent restenosis of the ramus stent. A new xience stent system was advanced and the stent was deployed within the existing stent. The patient's condition resolved and was discharged on (B)(6) 2011. There were no adverse patient sequelae. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina, re-stenosis and myocardial infarction are listed in the xience v instructions for use as known adverse events associated with coronary stenting. Additionally, angina, myocardial infarction, elevated cardiac enzymes, re-stenosis, additional therapy/no-surgical treatment and hospitalization are listed in the no fault error risk assessment as no-fault complications. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.